Event description:
It was observed during the device evaluation, that the ultrasound gastrovideoscope exhibits a section of the bending rubber adhesive that is peeled off (floated), and debris may fall into the body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.